Manufacturer narrative:
The complaint cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two opt316 optiflow junior nasal cannula were damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: one of the complaint opt316 optiflow junior nasal cannulae was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the left side of the flexitube had detached from the cannula. Glue was present on the surface of the detached tubing. A lot check was not performed as lot information was not provided. Conclusion: the detachment of the tube from the cannula tube joint is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube. All optiflow junior nasal cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is placed on hold for investigation. The user instructions the accompany the optiflow junior nasal cannula illustrate in pictorial format the correct set-up and proper use of the nasal cannula, and also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained."; "appropriate monitoring must be used at all times."; "do not stretch or crush tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two opt316 optiflow junior nasal cannulae were damaged. No patient consequence was reported.